Event description:
Per the clinic, the device was explanted due to improper placement of the electrode array.the device was explanted (B) (6) 2009 and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B) (4).

Event description:
Reporter alleged obtaining discrepant blood glucose results of 201 mg/dl back to back with a result of 106 mg/dl when testing was performed 1 minute a part on the aviva system. No actions were reportedly taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.

Manufacturer narrative:
(B) (4)